Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during a procedure performed on (B)(6) 2020. Reportedly the won contained 20% necrosis and had a 165mm diameter. According to the complainant the hot axios stent was implanted successfully and drainage was successful. The patient underwent necrosectomy procedures on (B)(6). During a necrosectomy on (B)(6) 2020, it was noted that the hot axios stent had migrated into the cyst. The position was corrected and an additional double pigtail stent was placed. On (B)(6) 2020, during follow-up the stent had migrated again and the position was corrected. As of (B)(6) 2020, the device remained implanted but in the physician's assessment the hot axios stent should be removed as soon as possible. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.